Manufacturer narrative:
Complaint was confirmed. Visual examination shows grinding marks on the bone cutter, indicating it is rubbing against the outer tube. Scratches can also be seen on the distal end of the outer tube. Visual examination also revealed that the outer tube assembly is curved toward the distal end. Functional evaluation shows the device is not rotating at all. The most likely cause(s) of this type of event include excessive bending force applied to the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-8400cex, excalibur blade stopped turning/oscillating during debridement at the very end of a knee scope procedure. The facility states that the device overheated, and burned the patient at the portal site. The rep stated there was not a cannula used, and the shaver blade made direct contact with the patient's skin. The rep confirmed that there was not an arthrex sales representative present during the procedure. The rep stated that the case was completed, and a new ar-8400cex was not needed as the surgical step had been completed. The facility informed the rep that there is a follow-up visit scheduled with the patient on (B)(6) 2018 to re-bandage and assess the burn wound. Update (B)(4) 2018: at time of report to the FDA further information with regard to the patient follow up visit was requested but has not been received.